Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the lead exhibited a p wave amp variation. A x-ray was performed which the physician confirmed a microdislodgement. No intervention was performed. No additional information was available at this time. The patient was in stable condition.

Event description:
New information reported stated that the patient was seen on (B)(6) 2017 and the lead p waves were 0.8 mv. The physician elected not to intervene and would be seen in 6 months. The patient would continue to be monitored.